Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. We found traces of usage, and damaged thread. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect or production error can be excluded. We assume the damaged thread as the causal factor. There is the possibility for pre-damage or similar due to previous surgeries. We assume that the damaged thread were caused by oblique application of the instrument. There is the possibility the counterholder np419r were not used. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It wsas reported tat the thread was not threading well.